Manufacturer narrative:
UDI code not available for this device. The device was explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient, implanted in (B)(6) 2000, was re-implanted on (B)(6), 2014.